Event description:
It was reported that on (B)(6) 2024, during preparation for a mitraclip procedure the steerable guide catheter (sgc) lost fluid column. Troubleshooting was performed but the issue persisted. The sgc was not used. A replacement was used to complete the procedure. There was no patient involved with the issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause of the reported leak / splash (loss of fluid column during prep) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.